Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unk. Aneurysm morphology at the time of the event was reported to be 65 mm. The aortic neck has dilated due to disease progression. It was reported approximately 84 months post stent graft implantation the stent graft migrated, resulting in a type I endoleak. The cause of the migration was reported to have disease progression which resulted in dilatation of the aortic neck. The physician believes that the initial placement of the stent graft may have been too low. The physician is monitoring the pt and will be treated when cardiac clearance has been obtained. The pt was reported to be fine and no add'l clinical sequelae have been reported.